Event description:
Additional information received reported that about 2 years prior to the report, the patient slid, fell and pulled out his leads. The physician did a cat scan and it showed that one lead had moved 1 cm and the other 1.2 cm. The patient had to have the device reprogrammed twice to get it to where it could help him. Because they were able to reprogram the device, he didn¿t have to have it replaced. The patient met with 2 different manufacturing representatives. The first reprogramming was unsuccessful, but the 2nd time they were able to reprogram the device.

Event description:
It was reported the patient slipped and fell about 3 weeks prior to report. The patient's stimulation programs were "not working like they did before." Program a reported as not working right, while program b was still working, however, the patient normally did not use program b. After the fall the patient had to increase "pulse" to 90 from 55-60 to "even feel it." The patient had to increase program a amplitude from 6.0 v to 9.0-9.8 v. The patient switched to program b as it helped with his back as it was "still killing him." The patient had an appointment with his health care provider on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient experienced a loss of therapeutic effect.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009-, product type: programmer. Patient product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3487a-56, lot# v134945, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-56, lot# v129433, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient fell on both hands and knees and now the lead moved from the 12th vertebra to around the 11th vertebra. The patient also reported that the stim was not reaching the right location around the kidney area; he felt stim down his legs and in his lower back. A manufacturer representative (rep) tried reprogramming the device three different times for adequate therapy coverage, but the patient stated that it was not the coverage he used to get. In conclusion, a follow-up appointment with the healthcare provider (hcp) was scheduled for (B)(6) 2016, the ins might need to be replaced due to normal battery depletion and a new lead would be implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional indicating the patient is having issues with recharging every 2 days since the past 2 months.